Event description:
It was reported that when using thebd pyxis¿ es server, cancellation had not updated in the server, resulting in the patient continuing to appear in a location where they were not physically present. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. Upon investigation of the actual device used in this incident, it was determined that the issue was related to a12 cancel transfer messages being filtered out by the middleware interface. A technical support specialist dialed into the test carefusion communication engine (cce), confirmed that only a02 messages were present and no a12 messages were found, and identified missing segments in the message content. The customer later confirmed that their team made a configuration change in cloverleaf to allow a12 messages through. Testing in the test environment showed that patient locations updated correctly when transfers were canceled. The change was scheduled for production deployment after validation. Case was then closed after receiving customer permission. The system functioned as intended after the technical support specialist troubleshot the issue.

Event description:
It was reported that when using the bd pyxis¿ es server, cancellation had not updated in the server, resulting in the patient continuing to appear in a location where they were not physically present. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. D4 and h4: serial number, unique device identifier and manufacturer date not available.